Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she took her medication improperly and that caused her blood glucose to elevate. She went to her neighbor's house and they called the police. The customer was hospitalized on 07/04/2015 due to a high blood glucose level of over 500 mg/dl. She had a diabetic ketoacidosis. Her hospitalization and diabetic ketoacidosis was not related to the insulin pump. The customer was administered fluids and manual injections. She was not wearing the insulin pump at the time of hospitalization. The paramedics took the insulin pump off before transporting her to the hospital. She could not lower her blood glucose to under 200 mg/dl while in the hospital. The device was not returned.